Event description:
It was reported that the patient presented to the clinic for a scheduled follow up. During device preparation, radiofrequency (rf) telemetry of the pacemaker was not available. The pacemaker was removed and replaced. There was no patient involved.

Event description:
The patient was involved in the procedure, but no patient condition was reported.

Manufacturer narrative:
Correction- section b5 and h6: the patient was involved in the procedure, but no patient condition was reported. The reported event of no rf telemetry was confirmed. Electrical and mechanical analysis did not find any anomaly and battery voltage was in normal range of operation. Longevity assessment was performed, and device was found to have appropriate remaining longevity. Device image analysis indicated loss of rf telemetry due to coarse tuning failure. As a result of this finding, abbott is performing further investigation.